Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the vision cart would not boot up. The fse replaced the isi core controller (icc) and the intuitive surgical core power distribution (ipd) to resolve the issue. The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the specific non-recoverable fault code could not be found in the logs.

Event description:
It was reported that during a da vinci-assisted retzius sparing prostatectomy surgical procedure, the clinical sales associate (csa) contacted a technical support engineer (tse) from offsite and reported that that they had a non-recoverable fault and they tried to restart. It was followed by a no led status on the power button of the vision side cart (vsc). The customer tried all the possibilities with help of a field service engineer (fse) but was unable to resolve it. The csa requested immediate dispatch of an fse to the site. There was a procedure delay of about 45 minutes. The procedure was converted to open surgery.

Manufacturer narrative:
The isi core controller (icc) was received for failure analysis. The unit was returned for failure analysis (fa) and fa could not reproduce any failure. There were no errors in the logs relating to the reported event. Upon visual inspection, the board had rusted all over. The unit was installed on a golden system, where the icc successfully programed and was present in the system. The unit power cycled and functioned as expected. The redundant power tray assembly was received for failure analysis. The unit was returned for failure analysis and the reported non recoverable fault could not be reproduce any failure. Visual inspection, no issues were found that are related to the report issue. The unit was installed onto an in-house system and completed program with no problem so far, continued performance was set to 10 power cycles and sitting idle for 1hrs. After testing 10x cycles with no error and once the testing was completed, the system error logs were inspected, but no error could be identified.

Event description:
Refer to h11 for follow-up information.